Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp?s total ultrafiltration was 2424ml and their fill volume was 2000ml. The tsr assisted the hp in clearing the alarm. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The device did not have a previous service history. Should additional relevant information become available, a supplemental report will be submitted.